Event description:
It was reported by the affiliate that during a laparoscopic bulla resection procedure, the device could not be released after the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.